Event description:
A dist returned battery pack sn (B)(4) and reported that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power on monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power on a monitor. The cause for the failure was excessive discharge of the battery cells (voltage output was 0v). The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.